Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch area. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to end use early. Outcome of the rash is unknown.